Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of a prior coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the patient had an episode of ventricular tachycardia (vt) and was debrillated once. Impella position was verified under echocardiogram, and was confirmed to be in good position. The physician attributed the vt as possibly related to the CABG from the previous day. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.7 without issues. Coronary artery bypass graft surgery can cause ventricular tachycardia, particularly in the early postoperative recovery period. As blood flow returns to previously ischemic heart muscle, it can cause transient ventricular tachycardia.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e4 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.